Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and the coil winds were offset. The non-penumbra microcatheter was kinked approximately 60.0 cm from the hub. Conclusions: evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned inside the hub of the microcatheter, damage such as this may occur. During functional analysis, the returned smart coil was unable to be advanced into the returned microcatheter and a demonstration microcatheter. This is likely due to the offset coil winds on the proximal end of the embolization coil. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acomm) using penumbra smart coils (smart coils). The physician successfully placed four smart coils using a non-penumbra microcatheter. The physician then was unable to advance another smart coil through the hub of the microcatheter, despite attempted to advance it twice. The smart coil was therefore removed. The physician then attempted to place another smart coil, however the target location was already sufficiently embolized, so the smart coil was removed. The procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.